Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section d1: brand name corrected. Section d4: model number and catalog number corrected. Section e: initial reporter information corrected. Section g2: report source corrected. Section h1: type of reportable event corrected. Section h6: health effect - clinical code corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article "outcomes of heartmate 3 in pediatric patients with end-stage heart failure: a single-center preliminary experience from turkey" that several heartmate 3 pediatric patients were evaluated for palliation with end-stage heart failure. Patient 3 experienced an intensive care unit (ICU) stay of 28 days, pleural effusion, right heart failure, and death due to sepsis. The patient had noted pre-existing hepatic and liver failure prior to implant.

Event description:
It was reported through the research article "outcomes of heartmate 3 in pediatric patients with end-stage heart failure: a single-center preliminary experience from turkey" that heartmate 3 (hm3) may be associated with pleural effusion, cardiac tamponade, polyuria, positive blood cultures, thrombus, infection, right ventricular failure and death. Patient #3 experienced an ICU stay of 28 days, pleural effusion, right heart failure, liver failure, kidney failure, myocyte hypertrophy, and death due to sepsis.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Dogan, e., ulger tutar, z., tuncer, o. N., levent, r. E., engin, ç., yagdi, t., atay, y., & özbaran, m. (2024). Outcomes of heartmate 3 in pediatric patients with end-stage heart failure: a single-center preliminary experience from turkey. Frontiers in cardiovascular medicine, 11. Https://doi.org/10.3389/fcvm.2024.1472663 no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information stated that the patient underwent left ventricular assist device (lvad) implantation under emergency conditions when their pedimacs score was 1 and they had advanced heart failure. On the 7th postoperative day, borellia buldogferia growth was detected in transtracheal aspiration. On the 8th postoperative day, the same agent grew in the central venous catheter. On the 9th day after surgery, blood culture revealed growth of staphylococcus epidermidis. They passed away due to multiorgan failure following sepsis.

Manufacturer narrative:
Section b3: date of event and date of death corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The heartmate 3 lvas IFU, rev. G and the heartmate 3 patient handbook, rev. G are currently available. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, pump pocket), sepsis, right heart failure, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists infection as a potential late postimplant complication. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.